Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device keypad display led to failed preventive maintenance. There was no patient involvement.

Event description:
It was reported that an unknown issue with the device keypad display led to failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/10/2019 to the present date 10/20/2020 and confirmed that this device was previously returned for servicing. Device had similar service repair history. There were no production failures which correlate to the customer reported issue.